Event description:
A malfunction was reported on the customer's pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, advising the customer that the replacement would have updated software. The customer was instructed on how to store and return the malfunctioning pump and to program their settings and connect their cgm to the new pump. The customer acknowledged the instructions and the shipping details were confirmed for the replacement pump delivery.